Manufacturer narrative:
Investigation included user education and troubleshooting by guiding the user through reconnection steps. Investigation of this case revealed intermittent communication loss between the cgm sensor and the ilet due to physical separation, which resolved after reconnection. It was concluded that the device functioned as designed and the event was attributable to temporary signal loss from distance between components.

Event description:
It was reported that a dexcom g7 sensor lost connection to the ilet pump when the pump was charging in another room, and the user requested assistance with re-pairing; the sensor subsequently displayed a reconnecting alert and successfully reconnected during the call. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no medical intervention or hospitalization.